Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2-2 had multiple cubies not working properly. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and indicated there were no delays dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by various legacy hh moab pockets not properly releasing. A field service engineer worked on the various legacy moab¿s pockets that were not properly releasing, cleaned the contacts and replaced a problematic moab on drawer 2-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.